Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced partial display. The customer's blood glucose value was unknown. The customer stated that they changed the vial because it was out of insulin. The customer stated that the pump was neither dropped nor bumped. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments due to completely cracked and bleeding lcd glass. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to lcd glass damaged. The insulin pump had minor scratched display window and cracked reservoir tube lip.